Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 325 mg/dl while wearing the pod between 1 and 4 hours on the back. Upon removal of the device, it was discovered that the cannula had not deployed, thus, indicating a needle mechanism failure. Manual injections were administered as treatment.

Manufacturer narrative:
The returned product was evaluated and the data download returned a drive stall during operation, with no alarm triggered. First priming was found to have ended at 23 pulses, with deactivation occurring at 43 pulses, meaning that first priming was completed earlier than expected. Investigation found flash from the ratchet gear covering the commutator cap. This flash created an electrical discontinuity that inhibited the commutator caps function of tracking rotation. The flash caused the pod to erroneously read that the first priming sequence was completed roughly 20 pulses early.